Manufacturer narrative:
B5 updated with additional treatment information received. H6 health effect impact code updated to reflect treatment. Investigation for access site bleeding is pending should any new information be received, a supplemental MDR will be filed.

Event description:
Additional treatment information was received that the patient went into operating room for evacuation of hematoma as well as irrigation and debridement of wound. Patient also had jackson pratt (jp) drain placed post operative at the site. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella 5.5 support developed a hematoma at the axillary insertion site. After the patient went to the bathroom, the patient complaint of pain in that area. Bivalirudin was temporarily paused. The patient is scheduled to go for a hematoma evacuation. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be patient movement because patient complained pain and discomfort at the access site after going to the bathroom and resulted in hematoma. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-20391.